Event description:
During preparation of catheter for placement into pt's artery, doctor was unable to advance smaller (0.035) guidewire into catheter. On visual and tactile inspection a manufacturing flaw was noted on distal third of catheter. Catheter was not used for pt. Procedure and sequestered for biomedical investigation.what was the original intended procedure?catheterization.device #1is this a laboratory device or laboratory test?no.